Event description:
It was reported that the catheter could not pullback. The opticross imaging catheter to visualize the lesion. During the procedure the user was unable to move the imaging core back to its original position due to resistance. The user removed the device from the patient. Outside of the patient's body the user managed to move it back forcibly. During an unspecified time during the procedure, the physician attempted to perform pullback, but it was unable to move the imaging core back due to the resistance. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter was received with the telescope assembly able to properly pull back, advance, and retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. No wind up was observed on the imaging core during x-ray analysis. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 3 different places in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter could not pullback. The opticross¿ imaging catheter to visualize the lesion. During the procedure the user was unable to move the imaging core back to its original position due to resistance. The user removed the device from the patient. Outside of the patient's body the user managed to move it back forcibly. During an unspecified time during the procedure, the physician attempted to perform pullback, but it was unable to move the imaging core back due to the resistance. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).